Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd autoshield duo pen needles 30ga 5mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 329515 batch no. 9105656 . Verbatim: spouse of consumer reported needle clog during injection, stated that there is no insulin flow. Lot # 9105656. Catalog # 329515. Exp date 05-31-2022. Date of event unknown.

Event description:
It was reported that an unspecified number of bd autoshield duo pen needles 30ga 5mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 329515 batch no. 9105656. Verbatim: spouse of consumer reported needle clog during injection, stated that there is no insulin flow. Lot # 9105656, catalog # 329515, exp date 05-31-2022, date of event unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (27) used 30gx5mm bd autoshield duo pen needles. Consumer reported that needle clogged during injection. All 27 returned pen needles were examined and the following was observed: - 23 pen needles with a bent non-patient end (npe) cannula - 2 pen needles with activated safety mechanisms on both the patient end (pe) and npe cannula - 2 pen needles with un-activated safety mechanisms; these 2 pen needles were tested for flow using a test pen injector and both were able to expel properly no evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, as reported. Since no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd autoshield duo pen needles 30ga 5mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 329515 batch no. 9105656. Verbatim: spouse of consumer reported needle clog during injection, stated that there is no insulin flow. Lot # 9105656, catalog # 329515, exp date 05-31-2022, date of event unknown.